Manufacturer narrative:
(B)(4).

Event description:
It was reported "(B)(6) 2025, on the 4th postoperative day, there was a continuous slow leakage of fluid from the puncture site, swelling around the puncture point with oozing about 3*3cm. After the first blood was drawn back, the blood return was good, the catheter was removed, and local pressure was applied for 10 minutes." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "07 mar 2025, on the 4th postoperative day, there was a continuous slow leakage of fluid from the puncture site, swelling around the puncture point with oozing about 3*3cm. After the first blood was drawn back, the blood return was good, the catheter was removed, and local pressure was applied for 10 minutes." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".